Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection was performed on the returned device and noted that the physical device was not returned back. The only physical part that was returned to olympus was the two clips. The clips were observed and noted that one appears to be deployed properly with some evidence of foreign material and the second clip has the jaws open missing the outer layer of the clip. Based on the evaluation service center is not able to fully determine the exact cause of the clip falling off as the physical device was not returned for evaluation.

Manufacturer narrative:
The clip was not returned to service center for evaluation. The cause of the reported complaint cannot be determined at this time. If additional information become available or if the device is returned at a later time. This report will be supplemented accordingly. The instruction manual provides warning to mitigate the risk of patient injury and device damage that states, "keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. When forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the instrument. Do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage. It could also damage the clip".

Event description:
The manufacturer was informed that during a colonoscopy and at the end of the procedure when the physician was attempting to clip the sigmoid tissue, a clip fell off the device before deployment. A second clip did not come off/deploy the device after the physician clipped it onto the tissue. The physician had to maneuver the device around to deploy the second clip. As a result, two open clips were inside the patient. Both clips were retrieved using a snare without complication. Additional clips of the same model were used to complete the procedure. Also, the user facility reported that the devices and equipment were inspected prior the procedure and no anomalies were noted. The user facility reported that the devices and equipment were inspected after the procedure and found the clips were left in an open position after being deployed and would not close. Both clips were used on the same pt. And same tissue. No medical or surgical intervention as a result of the event, the patient did not require a longer stay or additional treatment, no unexpected bleeding to the patient due to the event. This report is for clip 1 of 2.